Manufacturer narrative:
The manufacturer previously reported a ventilator failed to charge its internal battery. The homecare company reported that the patient's home was infested with roaches and therefore refused to have the device serviced due to possible infestation of the device. The customer returned the device to a third party service center for evaluation after the infestation was addressed and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The homecare company reported that the patient's home was infested with roaches and therefore refused to have the device serviced due to possible infestation of the device.